Event description:
1/20/2000: an anecdotal report, regarding a possible pt death, was overheard by a baxter europe sales rep. Very little info has been received regarding this event and the info presented in this report has not been substantiated. The physician associated with this report will not provide baxter with any info in regards to this event. The event, as the sales rep believes, involves a stem cell collection, via apheresis with the blood separator system, and other products and processes not associated with the apheresis itself; such as the preparation of the stem cells, from the blood product retrieved, for freezing; which includes handling processes, addition of a base freezing medium, and a separate freezing storage container. The sales rep was told that a pt expired after transfusion of the thawed cryopreserved stem cells. It was stated that this transfusion was completed without a filter in line because the product was said to have aggregated after thawing. Again none of this info has been substantiated. The date of the alleged pt death is unknown and therefore has been defaulted to the first day of the month in which the report was received. The apheresis disposable set product code is unknown. Baxter has defaulted to 1 of the 2 disposable kit codes this customer is known to use. The concomitant cyrofreezing container and freezing media are not known. The disease entity for the event pt is unknown, as in all other pt info. Unless the physician changes his mind and begins to talk with baxter, this constitutes a final report.